Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic lobectomy procedure, the device fired on the first reload with success, however the surgeon heard that the handle made a cracking sound during the firing cycle. The surgeon then attached the second reload but, the handle broke, the surgeon state that the device wouldn't allow the them to put it into firing mode (the green button wouldn't kick the handles out). A new handle with the same reload was used in order to complete the case.